Event description:
It was reported that the device was out of the sterile field. During unpacking, it was noted that an ultra ice¿ imaging catheter was inserted on the box in a way that was out of the sterile field. The procedure was completed with another of the same device. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).